Event description:
It was reported that at 6 minutes with 35,074 joules of use during a photo-selective vaporization of the prostate (pvp) procedure of a 130g prostate, the fibers aiming beam output was observed to exit the distal tip of the fiber instead of the side. The fiber was replaced and the procedure continued with a second fiber for 33 minutes with 215,000 joules of use, when the fiber exiting from cystoscope fell into two parts without resistance or forcing the fiber. The fiber was again replaced and the procedure continued for 10 minutes with 95,330, when again, the fiber exiting from cystoscope fell into two parts without resistance or forcing the fiber. The procedure was apparently completed using the third fiber, however, clarification is needed. The patient outcome was not reported. This event is for the first fiber used.